Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hyperglycemia as well as hypoglycemia. The customer high blood glucose level was 500 mg/dl, 90 mg/dl, 250 mg/dl and the low blood glucose level was 37mg/dl and 42 mg/dl. The customer was treated with glucose shot and food for low blood glucose value. Customer declined to troubleshoot for low blood glucose value as they know how the insulin pump works. The device will not be returned for analysis.